Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that an ar-13995n needle went through and captured, during the second pass, the needle diverted and got caught in the jaws of the scorpion and wouldn't retract. The surgeon tried to use another instrument to assist in retracting the needle. However, the tip of ar-13995n snapped off inside the patient's knee and remained. Despite the surgeon using an x-ray to remove the approx. 3mm fragment, he was unable to retrieve it and it remained with in the patients knee.